Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils and other coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil within its introducer sheath and, therefore, the physician cut the tip of the introducer sheath off to try to advance the coil. However, the physician was still unable to advance the smart coil. The procedure was therefore completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 3.5, 51.0, 75.0, and 106.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and the friction lock was compressed on the outside of the sheath. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance will likely be encountered and the smart coil may not advance within its introducer sheath. During the functional test, resistance was encountered while attempting to unseat the pusher assembly mid-joint from the friction lock. After properly seating the mid-joint, the smart coil was able to be advanced through its introducer sheath and a demonstration microcatheter. Further evaluation revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred due to packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.